Manufacturer narrative:
Additional information: according to the information received from the field the active electrode migrated post-operatively out of cochlea, namely three channels were extra-cochlea, although a full insertion was achieved at implantation surgery. A revision surgery to re-insert the electrode array was performed, however the electrode backed out of cochlea again afterwards. Revision surgery is planned but no date has been scheduled yet.

Event description:
Reportedly 3 channels were extra-cochlear. A revision surgery occurred on the (B)(6) 2021 and the array was re-inserted. However, after the surgery the array backed out again. The recipient will be revised when the fixation clip arrives in the us pending approval.

Event description:
Reportedly 3 channels were extra-cochlear. A revision surgery occurred on the (B)(6) 2021 and the array was re-inserted. However, after the surgery the array backed out again. Revision surgery was pending approval and receipt of fixation clip. The recipient was eventually revised on (B)(6)2022 and the array was completely reinserted.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode migrated post-operatively out of cochlea, namely three channels were extra-cochlea, although a full insertion was achieved at implantation surgery. A revision surgery to re-insert the electrode array was performed, but the electrode backed out of cochlea again afterwards. Another revision surgery was performed successfully. The device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly 3 channels are extra-cochlear.